Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe had foreign matter in the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The images sent by the customer was verified and it was possible to observe foreign matter ¿ plastic residue. The potential root cause for the foreign matter incident is associated with polypropylene residue, this material is used to manufacture the syringe body. This residue is generated by the friction during the syringe assembly process, with material materials handling. As actions to reduce the incidence of this type of foreign matter will be carried out the following activities: review cleaning frequencies of syringe assembly equipment; review critical cleaning points; operational training about the inspections criteria; installation of vacuum pumps for suctioning and removal of the polypropylene residue throughout the process. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that bd plastipak¿ syringe had foreign matter in the syringe. No serious injury or medical intervention was reported.